Event description:
(B)(4). Consumer reported needle hub separated, issue involves 2 syringes from the same box. Lot #: 3135460 catalog #: 320468 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
2 syringes affected by this event. Section c for the affected product is attached correction to h6, device code, type of investigation, investigation conclusions investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.